Event description:
Customer stated that the bravo capsule failed to attach to the pt's esophageal wall. The doctor removed the bravo capsule still attached to the delivery system. The pt didn't suffer any adverse event during the procedure.

Manufacturer narrative:
No pt injury has occurred following this incident.